Manufacturer narrative:
Upon disassembly a loss of lubrication was discovered in the nose bearings. This limits the rotational properties of the components, including the nose bearings, which can cause heat to be generated. The lube likely was washed out through use over time at the account.

Event description:
The angled medium saber attachment was sent in for service. Upon eval at the MFR, it was found to overheat. There was no pt involvement, and no user injuries or adverse consequences.